Manufacturer narrative:
(B)(4). The device was evaluated and the exhalation valve and flow sensor did not work. The engineer replaced the exhalation valve and flow sensor and the ventilator worked properly.

Event description:
It was reported that a ventilator was auto triggering frequently. There was no patient involvement.